Manufacturer narrative:
The apex cannula (lot 00148871) was implanted on the patient on (B)(6) 2025 and remains on the patient to date. The event occurred on (B)(6) 2025, which is (253 days) after the cannula was placed on the patient being supported with an excor ikus driving unit. The affected cannula section is not returned to berlin heart for investigation, as it was already discarded. Therefore, neither the failure nor the cause of the failure in question could be determined. We have reviewed the device history record (DHR) of the cannula lot no. 00148871. This product was produced according to our specifications. According to the production record, a total of 5 cannulas with this lot no. Were produced. Out of the five cannulas with this lot no., two were distributed in the USA and one cannula was distributed in czech republic. All patients implanted with the cannulas were successfully transplanted. Two cannulas were distributed in canada and one patient was weaned for recovery. There are no other complaints associated with either lot number.

Event description:
The site notified berlin heart inc. (Bhi) clinical affairs (ca) via email on 2025-12-01 that a excor apex cannula disruption occurred on (B)(6) 2025. Bhi ca called the site to get additional information. The site reported that during a routine pump assessment, the rn lifted the pump, twisting it slightly to assess the membrane movement. When the rn lifted the pump, a spray of blood came from the inflow cannula. The cannulas were immediately clamped, and blood was noted on the exterior side of inflow cannula. No air was noted in the pump. The blood pump was disconnected, and the cannulas were examined by the surgeon. No area of compromise was visible on the inflow cannula, and both cannulas were trimmed out of an abundance of caution. The blood pump was reconnected without incident. The patient remained hemodynamically stable throughout, and all assessments are within normal limits (wnl). At the time of the report, the trimmed portion of the cannulas had been discarded and could not be returned. The site also reported that all zip ties were securely in place at the time of the event, and that all cannula lengths were within the recommended specifications.